Event description:
As reported, the balloon of a 6f¿12f mynx control venous vascular closure device (vcd) ruptured during preparation per the instructions for use (IFU). The device was saved, and a new device was opened and successfully deployed. There was no reported patient injury. The device was not used in the patient. The device was opened in sterile field and stored as per labeling. No damages were found on the device or packaging prior to opening. The device was handled and prepared in accordance with the instructions for use. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.